Event description:
Pt found deceased at (B)(6) 2015 at 0500. Review of monitor history notes no tracing as of above time. Pt was full code status. Unsure of time of death due to monitor not recording any heart activity. Event resulted in delay of care for pt and delay of potential resuscitation.